Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose went as low as 43 mg/dl. Customer treated their low blood glucose by eating cereal. Customer over delivered insulin the night before as a result of not finishing their meal and at midnight woke up and drank half a can of soda. Customer declined to troubleshoot for low blood glucose and advised it was not the insulin pump but instead a loss of appetite from having a sinus infection.